Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1n5m1, implanted: (B)(6) 2018, explanted: product type lead . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that about 2-2.5 years prior the patient was in a car wreck and the implanted hadn't worked. They said both implanted components were bulging, the neurostimulator on their right side was more toward the left and they felt shocking at the hip and in the vaginal area. They also reported swelling and they peed all of the time. They said imaging was performed, however they had never received the results. They noted their managing physician had left the practice. They said they tried using the controller, but it wouldn't turn on, it was determined it was a controller for the trial device during troubleshooting. A message was sent to the field. With regard to the programmer not turning on, the patient reported there was corrosion in the battery compartment, they said it had been years since they tried to use it. They put new batteries in, but it didn't do anything. It was explained that since it was a trial programmer, it would not communicate with their internal device. They were redirected to their healthcare provider to further address the issue. [Relevant medical history: patient gets injections in their spine and about 2 months prior the technician providing the injection went right where the implant was and the patient said their right leg was numb. They were told the technician might have hit a nerve. They said the numbness in the right leg came and went. They were redirected to the office they were working with to follow-up on injections.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the writer's sister had a device put in a couple of years prior. They said that when the remote was set up, the writer's finger print was put in the remote.  The patient had been sick, but said the device in their back felt like it was shocking them and the remote wouldn't turn on. It was noted they had changed the batteries.